Event description:
It was reported a filter did not appear to open completely and remained on the wire following deployment via a jugular approach. Retrieval utilizing a snare was uneventful. A second filter was successfully placed without pt complications. A filter was returned, evaluated and retained by this MFR. The carrier system was not returned for eval. The engineering eval revealed the filter legs exhibited severe bending and distortions not part of the bend arrangement and one leg was crossed over the others. Since the filter, in its returned condition, could not fit into the carrier system, the damage most likely occurred during the retrieval process. It was indicated continuous flushing of the carrier system was not performed prior to deployment which may have contributed to this event. Co's directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."